Event description:
The customer reported that during amputation of the metatarsal bones in the patient's left leg, an assistant received a shock and the base material ignited. A 3rd degree burn to the patient's left foot occurred. According to the surgeon, the burn was treated with antibiotic and another procedure.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.